Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735585, serial/lot #: (B)(4). Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the network configuration and electronic picture archiving and communication systems (pacs) setting were updated. The network cable connector was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system could not connect with electronic picture archiving and communication systems (pacs). No patient was present at the time of the event.